Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she experienced low blood glucose levels. Her blood glucose was 27 mg/dl but experienced a low blood glucose of 38 mg/dl twice. She treated her low blood glucose level with soda. The customer was experiencing low blood glucose levels since (B)(6) when she got sick. In (B)(6), the customer had an infection and had to raise her insulin two and a half times up. The customer had issues with the sensor readings. Customer's sensor glucose reading was 40 mg/dl but her blood glucose was 108 mg/dl. The customer received a weak signal alarm. The device was not returned.